Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, unknown part, batch number unknown, was received for evaluation. According to the complaint allegation, a needle was broken inside the ar-12990, knee scorpion¿, batch number 14986774. Functional testing with a needle found that it cannot be fully inserted and gets stuck in the device's shaft. The most likely cause of the reported failure is user error with the device, resulting from excessive force during needle firing, which broke the needle and caused a blockage within the shaft. Dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function." The complaint allegation was confirmed. Refer to the investigation pictures.

Event description:
On 11/12/2025, it was reported by a facility representative via (B)(4) that an ar-12990 knee scorpion needle broke off inside the device. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.